Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, the incorrect questionnaire was completed. Implanting the device off-label, not performing an x-ray immediately after the procedure to confirm placement, inadequate fixation, implanting a damaged neurostimulator, the patient having recently gone through an MRI, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and not prescribing antibiotics pre-operatively have been ruled out. However, non-compliance to the IFU was identified as the surgical site was closed using staples. Per the freedom peripheral nerve stimulator system implantation of neurostimulator instructions for use, 05-20200 rev 8 "close the incisions using sterile skin closures and apply dressings. Closures are usually done in two steps, with absorbable sutures for the deeper layer and either nonabsorbable or absorbable sutures for the superficial layer. Apply dressings as needed." Furthermore, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the wound healing issues is attributed to two identified root causes: -non-compliance to the IFU as the surgical site was closed using staples (user error-clinician). -surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported impaired wound healing with redness and a scab at the receiver site. Although the incision appeared closed at their post-operative visit, the patient was prescribed antibiotics as a precaution and the patient was seen for regular visits to track their incision. On (B)(6), 2026, an explant procedure was performed. No further issues have been reported.